Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the analysis, the sensor readings captured in the case notes was confirmed at the following time of the day on (B)(6). Sensor reading - 120 mg/dl at 2:02 am est on (B)(6) 2022. Sensor reading - 133 mg/dl at 2:02 am est on (B)(6) 2022. Per the case notes, the reported fingerstick measurement of 60-62 mg/dl was not entered in the system and since the exact time of the event is not captured, the mismatch event could not be confirmed at this time. The sensor readings leading up to the reported event, displayed very good agreement between the sensor readings and fingerstick measurements (refer to the attached screenshot). Per the analysis, the system was performing within expectations at the time. User was symptomatic, but did not specify if he sought any medical attention or self resolved the event. User was advised to let hcp know of these events. Per the investigation analysis, the system was performing within expectations at the time. No further resolution was possible for this complaint as user was unresponsive to the communications from customer care. H3. Device evaluated by manufacturer? Yes.